Event description:
The customer reported an error code of 90005 during self test. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.